Event description:
It was reported to philips that the system flexvision screen had a display problem. The system was in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed using another system. A philips field service engineer (fse) visited the site and found flex viewing pc for flexvision boot up issue. Review of system log file review showed that the flexvision pc was not responding, confirming a malfunction the philips engineer replaced the flexvision pc and returned to philips for further analysis. The analysis indicated dimms error while booting up. However, the complaint cannot be associated with any existing fsca. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.